Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The insulin delivery was suspended due to the sensor values. The customer was getting low sensor alerts. The suspend on low limit in sensor settings was 75 mg/dl. The customer reported that the difference occurred with the current sensor. The sensor will not be returned for analysis.